Event description:
This pt never received benefit from pt's cochlear implant and has always reported poor sound quality. It was discovered through integrity testing that there are several faulty electrodes. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to manufacturer's specifications. Explantation/reimplantable surgery is being considered by the pt.